Manufacturer narrative:
Additional information was received that the patient was healed and was doing well.

Event description:
A report was received that the patients ipg incision site wound was healing slow. The patient was closely monitored to make sure he does not get an infection.

Event description:
A report was received that the patients ipg incision site wound was healing slow. The patient was closely monitored to make sure he does not get an infection.